Manufacturer narrative:
UDI:(B)(4). Reporter¿s phone number: (B)(6). The reporter¿s complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the root cause of the failure was due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the attachment device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the device had high temperature. It was determined that the temperature exceeded the maximum allowable temperature of 118°f (actual temperature reported was 123°f). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.